Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead perforated the heart wall. Additional information from the field representative indicated that there was pericardial and pleural effusion post procedure. The physician performed surgical intervention to surgically abandon and replace the lead with a new one. No additional adverse patient effects were reported.